Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that the patient underwent a revision procedure due to loss of functionality of the device as a result cylinder micro puncture with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient had some pain, but the operation was well done.

Event description:
It was reported that the patient underwent a revision procedure due to loss of functionality of the device as a result cylinder micro puncture with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient had some pain, but the operation was well done.

Manufacturer narrative:
Analysis of the returned components confirmed the reported fluid leak. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. The investigation conclusion code of unintended use error caused or contributed to event was therefore chosen based on the identification of sharp instrument damage that is consistent with unintentional damage by the user. Taking into consideration the implant duration, it was concluded this damage did not occur during the implant procedure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder micro puncture with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted.